Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. X-ray examination showed that the inner coil at the connector region was overtorqued and all the filars were broken. The cause of the reported event was isolated to the helix being clogged with blood/tissue and overtorqued and broken filars of the inner coil at the connector region which is consistent with procedural damage. No other anomalies were found.

Event description:
It was reported that during the implant procedure, the helix of right ventricular (rv) lead was failed to extend. The rv lead was replaced and the procedure continued to with the new lead on (B)(6)2022. The patient was stable throughout the procedure.